Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional which reported that on (B)(6) 2005 the healthcare professional had placed a left sided generator and attached it to an existing left deep brain stimulator electrode. As of (B)(6) 2006 the patient was doing really well without any signs of infection and his symptoms were being managed very well by the device. The patient was seen again on (B)(6) 2006 and was having no problems with his generators or electrode sites at all. The patient had presented back in the office on (B)(6) 2006 with exposed hardware again after hitting his head again. Following presenting with the exposed hardware on the left, he underwent removal of the left deep brain generator and electrode on (B)(6) 2007.

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0455229v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual had an infection and wires coming out. It was noted that the symptom location mentioned was the brain. The patient had a lot of problems initially and the initial problems had started in 2004. The patient had additional surgeries to correct, the patient had about 12 surgeries to take care of problems. Further follow-up is being conducted to obtain information about the cause, troubleshooting and actions/interventions taken to resolve the infection and wires coming out and the outcome. If additional information is received a supplemental report will be submitted.